Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump was not turning on due to exposed to moisture. Customer stated that there was water inside the insulin pump. Customer was in the play pool. Customer stated fluid was in battery compartment. Customer insert new or fully charged battery but home screen not appeared. Self test also failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to severe corrosion on electronic board stack. Unable to perform displacement test, sleep current measurement, active current measurement and self test due to blank display. Severely corroded force sensor assembly and motor assembly.